Manufacturer narrative:
The manufacturing record of the device was reviewed, but no irregularity was found.the device has not been returned to olympus medical system corp. For evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical system corp. (Omsc) was informed that a fragment of the adhesives on the bending rubber of the subject device fell off during reprocessing.it was not reported that the missing fragment fell off into the patientthere was no patient injury reported.